Manufacturer narrative:
Device was used for treatment, not diagnosis. H10 additional narrative: a review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a l4-l5 lumbar inter-body fusion, the inside gold plating and screw head came off of the 6.0mm titanium pangea polyaxial screw-dual core. The surgeon was able to remove the three fragments of the screw without additional medical intervention. There was no report of patient harm or a report of time delay associated with this complaint. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was performed. The investigation of the complaint articles has shown that the: collet has both compressed and spread with rounding of the top surface, nicks/scratches to the sd25 face with damage to the top two bone threads. The body has witness lines showing path of collet assembly. Also visible is the nicks and scratches. The sleeve has radial nicks and scratches on the interior of the wings. When pangea screw assemblies dissemble; usually, technique guide is not the polyaxial head and prevent it from functioning properly. All features relevant to complaint condition meets specification, complaint is confirmed that product dissembled, but is unconfirmed from a manufacturing perspective. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the pangea degenerative spine system is a preassembled pedicle screw system for posterior stabilization of the thoracolumbar spine. The reported screw is part of this system. The applicable technique guide (reference #(B)(4)) was reviewed. The pangea spine system includes polyaxial pedicle screws with various lengths and diameters to accommodate patient anatomy. The pangea polyaxial screw offers a 50° cone angulation about the axis of the screw allowing the implant to adjust readily to the rod. Also, the pangea polyaxial screw allows the rod to snap into the head to stabilize construct before locking cap installation. The technique include includes detailed screw insertion instructions and notes as follows: ¿avoid driving the screw too deep as bony structures may lock the polyaxial head and prevent it from functioning properly¿ and ¿a locked polyaxial head can be remobilized with the remobilization tool. Toggling the remobilization tool while the handle is compressed can damage the instrument and implant.¿ upon examination of received screw, the reported condition can be confirmed. The screw subcomponents sleeve and head arrived disassembled from the bone screw and the collet is mashed over the bone screw. Additionally, the bone screw shows damage to the driver features, the head has sign of wear to the internal anodized surfaces and the sleeve has nicks and scratch marks. Closer of the affected sleeve revealed interior radial marks. Evidence suggested a pre-locked angulation condition where the head component may have been rotated relative to the locked components and lead to the disassembly of the implant. It is likely that the screw was lagged during the insertion process. However this is not clear as the implantation scenario at the time of the event is unknown. A review of the applicable tabulated drawing and related subcomponents (04_620_625 rev. D, 04_620_625_01 rev. D, 04_620_420_2 rev. G, 04_620_420_4 rev. D and 04_620_420_3 rev. C ) was performed. These drawings call out the appropriate dimensions, material and finishing processes for a successful device design. The device was found to be adequate for its intended use and the design is adequate for its intended use and did not contribute to this complaint condition. In conclusion, the reported condition was confirmed. It is concluded that this complaint most likely caused by the forced rotation of body over collet during surgery when assembly is lagged to bone and body is manipulated (rotated) to align to the rod. A remobilization tool is available in the set to position the heads so that the rod slots line up and a rod can be introduced into the heads of the screws and also maintains alignment of the collet relative to the body. The device was found to be adequate for its intended use and the design is adequate for its intended use and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.